Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% to 90% stenosed, severely tortuous and severely calcified. The balloon was inflated sixth to seventh times and was ruptured at 20 atmospheres for 50 to 60 seconds.

Manufacturer narrative:
Updated e1 - initial reporter zip/post code e1 - initial reporter phone: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual and tactile examination identified that the shaft was detached approximately 605mm distal from the distal end of the strain relief. The separation displays evidence of having been cut with a sharp implement as there is no evidence of shaft stretching. A visual examination of the returned device identified that part of the shaft/balloon section and tip was detached and not returned with the device. The markerbands and the tip section were not returned with the device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% to 90% stenosed, severely tortuous and severely calcified. The balloon was inflated sixth to seventh times and was ruptured at 20 atmospheres for 50 to 60 seconds.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual and tactile examination identified that the shaft was detached approximately 605mm distal from the distal end of the strain relief. The separation displays evidence of having been cut with a sharp implement as there is no evidence of shaft stretching. A visual examination of the returned device identified that part of the shaft/balloon section and tip was detached and not returned with the device. The markerbands and the tip section were not returned with the device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% to 90% stenosed, severely tortuous and severely calcified. The balloon was inflated sixth to seventh times and was ruptured at 20 atmospheres for 50 to 60 seconds.